Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had moderate tan drainage from their driveline exit site on (B)(6) 2022. The patient denied any pulling or tugging of the driveline. A driveline culture was ordered and the patient was started on oral doxycycline for 10 days. The patient had symptoms including fever, chills, malaise, and pain and the driveline exit site. Ventricular assist device (vad) coordinator notified the patient on (B)(6) 2022 that the preliminary driveline culture grew multiple bacteria. An infectious disease (ID) doctor ordered cefadroxil in addition to doxycycline.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient discontinued doxycycline on (B)(6)2022 secondary to culture finalization. Staphylococcus aureus and group b staphylococcus were identified. The patient was to continue on cefadroxil. An appointment with infections disease was scheduled for (B)(6)2022.